Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect(s) of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported the procedure was to treat a mildly calcified, moderately tortuous left circumflex artery (lcx) lesion. The lesion was pre dilated with 2.50x12mm unspecified balloon. A 2.75x33mm xience xpedition stent delivery system (sds) was implanted at 10 atmosphere pressure. Post dilatation was performed with a 2.75x12mm non-complaint balloon at 18 atmosphere pressure. However, a distal edge dissection was noted. A 2.5x15mm xience xpedition was used to treat the dissection. There were no adverse patient sequela and there was no clinically significant delay in the procedure. No additional information was provided.